Manufacturer narrative:
Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Date sent to FDA: 9/15/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿dense adhesions in the area of the prior hernia repair. In lysing the adhesions, he noted that great care was taken to avoid injury to the small bowel and that this very tedious task took close to an hour and a half. The prior mesh was noted to be very fibrous and somewhat shrunk.¿ it was reported that during this procedure a mesh was implanted to repair the fascial defect. Additional information was reported that the patient underwent removal surgery of the mesh on (B)(6) 2016 during which the surgeon noted that ¿small bowel contents were all over the mesh.¿ it was reported that the surgeon ¿incised and drained the wound, removed the mesh and closed the enterocutaneous fistula.¿ it was reported that the patient experienced severe pain, nausea, chills, inflammation and loss of appetite. No additional information was provided.